Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections and found no non conformance was found related to the event.

Manufacturer narrative:
Evaluation code: method - device was not returned. Additional manufacturer narrative: the device is not returned for evaluation. The device history record review is in progress. Based on the tee report, the aortic valve exhibited stenosis. There was moderate regurgitation present. At this time, root cause for stenosis and regurgitation is not determined.

Manufacturer narrative:
Corrected approximate age of device.

Event description:
It was reported that a 280021mm was explanted after approximately 8 years of implant duration due to aortic insufficiency. The operative report states that the echo has evidence of aortic prosthetic valve stenosis and aortic insufficiency. Per tee report on (B)(6) 2011, the aortic valve exhibited stenosis. There was moderate regurgitation present. The patient also had a 6900p27mm explanted (B)(4) on the same date of procedure. It was reported that the patient is positive for (B)(6); therefore the valve will not be returned for evaluation.